Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the sheath was broken. There was no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The complaint was not confirmed due to no device return. Cause cannot be established due to no findings available. The specific root cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.